Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (unknown concentration at 3.993 mg/day) via an implantable infusion pump. It was reported that the patient's pump had alarmed, first a single tone then later a dual tone. She went to her health care professional (hcp) for a refill on (B)(6) 2020 and they confirmed it was alarming due to being empty. No patient symptoms were reported. No further complications were reported.